Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. The user report contains vague information about the failure. It is reported that the helix broke and detached from the rest of the catheter. This was noticed while removing the catheter. A broken helix can have various reasons. A clear root cause could not be established. A clear root cause could not be identified but a broken helix represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A thirty six year old female patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure in right poplitea, the catheter allegedly overheated. It was further reported that losing blood from the upper part of the handle and stops the aspiration. Reportedly, the helix was broken. There was no reported patient injury.